Manufacturer narrative:
Manufacture's investigation conclusion: the reported event of a controller fault alarm that was active on the system controller was confirmed via analysis of the log files and via the returned system controller (serial number: (B)(6)). The downloaded log file and the submitted log file contained combined partially overlapping data spanning an unknown amount of time due to the system controller clock becoming corrupt due to the patient being implanted that day. The log file captured a controller fault alarm active on while the system controller clock was set to the default time and date from (B)(6) 2000 (the last event before the controller was turned off to send back to abbott) due to an lcd communication fault (error code f29). The alarm did not affect the controller¿s ability to operate the pump at the set speed. The system controller was returned to abbott for evaluation. During evaluation, the returned controller was connected to a test power module and system monitor, and a controller fault alarm with an lcd communication fault activated, reproducing the reported event. The alarm did not affect the controller's ability to operate a mock circulatory loop. Further evaluation of the controller isolated the issue to the liquid crystal display (lcd) printed circuit board (pcb) component u7. Pin 15 on component u7 measured approximately 3.6 volts instead of the intended voltage of 0.45 volts. Component chip u7 was internally electrically shorted, causing the reported event of controller fault alarms. When a known working pcb was placed in the controller, the alarm resolved, indicating an issue with the lcd pcb. The root cause of the reported event was determined to be a damaged component on the lcd pcb; however, the root cause of the damage could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#(B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate iii patient handbook was available for use at the time of the event. Section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, addresses all alarm conditions including controller fault alarms, and the actions to take when the alarm occurs. The patient handbook and the patient instructions for use also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted on (B)(6) 2021. After implant, when the patient was transferred from the operating room (or) to the intensive care unit (ICU) the ventricular assist device (vad) coordinator recognized that a controller fault alarm had suddenly occurred. No direct root cause was able to be visibly identified and no device issues were mentioned. The internal backup battery was disconnected and reconnected, which did not resolve the alarm. The patient's log files were downloaded and the controller fault was confirmed. A direct cause of the fault was not able to be identified from the log files. The periodic log file was not able to be downloaded. A controller exchange was performed and the patient was provided a new backup controller from the hospital's internal stock. No further issues occurred following the exchange.